Manufacturer narrative:
Approximate age of device- 6 years, 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. Log files were submitted by the customer on 04feb2019 with a request to be reviewed. A tech services rep reported that the log file began capturing driveline fault events on (B)(6) 2019 and that the events continued throughout the log file. The tech services rep recommended switching out the current controller for a pocket controller or a controller with a serial number greater than (B)(4). After this switch, it was recommended that the customer perform 25 power cable disconnects and submit the new log files for comparison and proof of the authenticity of the driveline faults in this event. No other alarms, malfunctions, or adverse events were noted.

Manufacturer narrative:
Manufacturers aware date on the previous report was feb 22, 2019. The correct date was may 28, 2019. It was reported the patient ultimately expired on (B)(6) 2019 due to cardiorespiratory arrest. This death was not device related. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The reported driveline fault alarms were confirmed via the submitted log files; however, a specific cause for the events could not be conclusively determined through the evaluation of the returned portion of the driveline. The account submitted log files which captured numerous driveline fault alarms from 01jan2019 through 06jan2019. The patient underwent an external percutaneous lead repair on 06jan2019. Numerous driveline fault alarms and pump stoppages were captured after the repair on 20feb2019. The alarms occurred while the patient was connected to both the power module and battery power. Other than these events, the actual speed remained above the low speed limit for the duration of the log files and the device appeared to be functioning as intended. Based on past experience with the hmii lvas and similarly reported events, the driveline fault and pump stoppage events captured within the submitted log files could be indicative of an issue with the driveline. Approximately 20 inches of driveline s/n (B)(4) was returned for evaluation. The proximal 3 inches of the driveline was returned with the silicone jacket, bionate layer, and metal braided shield removed. An electrical continuity test of the driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate layers were removed from the returned driveline. Visual inspection did not reveal any areas of insulation breakdown or exposed wire conductors. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have contributed to the reported events captured in the log files. Multiple attempts were made to obtain additional information from the account; however, no additional information was provided. The patient ultimately expired on (B)(6) 2019 due to cardiorespiratory arrest. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that during log file analysis, the same percutaneous lead phase was causing the driveline fault alarms which indicate an issue with the percutaneous lead. On (B)(6) 2019, a percutaneous lead repair was performed. Post repair, log file analysis captured pump stoppages on (B)(6) 2019 while the device was connected to battery power. This appeared to be caused by a percutaneous lead phase to phase short. Additional information was request, however was not provided.